Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: uterus serosa/malposition of essure device location of device: uterus serosa"), pelvic pain ("pelvic pain/pain: pelvic") and genital haemorrhage ("heavy abnormal bleeding") in a 49-year-old female patient who had essure (batch no. 654832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection. The patient's past medical history is non-contributory. She denies a history of endometriosis and pelvic inflammatory disease. Concurrent conditions included sinus disorder, gallbladder disorder, skin disorder, leiomyoma nos, ovarian cyst, uterine bleeding and nabothian cyst. Concomitant products included colecalciferol (vitamin d3), dicycloverine (dicyclomine), hydrocodone and vitamins. On (B)(6) 2010, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection: urinary"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), functional gastrointestinal disorder ("functional bowel disorder"), alopecia ("hair loss"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/pain: left abdominal pain"), vulvovaginal pain ("pain: vaginal pain"), abdominal pain lower ("severe cramping") and thyroid disorder ("hormonal changes: thyroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, thyroid disorder, urinary tract infection, dyspareunia, fatigue, functional gastrointestinal disorder, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, fatigue, functional gastrointestinal disorder, genital haemorrhage, pelvic pain, thyroid disorder, urinary tract disorder, urinary tract infection, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: per pfs: essure date of insertion: (B)(6) 2010, (B)(6) 2010. Per pfs: most, if not all symptoms has decreased. Diagnostic results: (B)(6) 2010, hysterosalpingogram revealed patent left salpinx without evidence of micro insert. Occluded right salpinx with micro-insert within. (B)(6) 2010, hysterosalpingogram revealed unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. (B)(6) 2016, surgical pathology report revealed the specimen was opened along the posterior surface in a longitudinal fashion. The uterus and cervix alone weigh 74 g and measure 8 cm in length. The uterine corpus measures 5 cm transversely x 3 cm in anterior and posterior dimension. The cervix measures 3.5 cm in length x 3.5 cm in diameter. The serosa is tan-pink and smooth. The cervix shows a tan smooth ectocervical mucosa. The patency of the os cannot be assessed. The endocervical canal is tan and rugose with a well-defined squamocolumnar junction. The cervical all averages 2 cm and shows cysts measuring up to 0.5 cm. The endometrial cavity has been previously incised and is slightly distorted by myomatous nodules. The endometrial lining is otherwise tan and smooth, measuring up to 0.3 cm in thickness. Multiple subserosal, submucosal and intramural white whorled myomatous nodules are identified with the largest nodule measuring 3 cm in greatest dimension. Sectioning of these nodules shows no evidence of necrosis, hemorrhage, or calcification. The myometrium is otherwise tan-pink and soft and measures 2 cm. Bilateral essure coils are identified within the cornu, each measuring approximately 3 cm in length x 0.4 cm in diameter. The left and right fimbriated fallopian tubes measure 3.5 x 0.5 cm and 5.5 x 0.5 cm, respectively. Each tube shows thin, smooth-walled paratubal cysts measuring up to 0.8 cm in greatest dimension and containing yellow cloudy fluid. Each tube shows an otherwise red-tan smooth serosa and a patent lumen. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine perforation, pelvic pain, abdominal pain, urinary tract infection, dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation: uterus serosa/malposition of essure device location of device: uterus serosa"), pelvic pain ("pelvic pain/pain: pelvic") and genital haemorrhage ("heavy abnormal bleeding") in a 49-year-old female patient who had essure (batch no. 654832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection. The patient's past medical history is non-contributory. She denies a history of endometriosis and pelvic inflammatory disease. Concurrent conditions included sinus disorder, gallbladder disorder, skin disorder, leiomyoma nos, ovarian cyst, uterine bleeding and nabothian cyst. Concomitant products included colecalciferol (vitamin d3), dicycloverine (dicyclomine), hydrocodone and vitamins. On (B)(6) 2010 , the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection: urinary"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), functional gastrointestinal disorder ("functional bowel disorder"), alopecia ("hair loss"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/pain: left abdominal pain"), vulvovaginal pain ("pain: vaginal pain"), abdominal pain lower ("severe cramping") and thyroid disorder ("hormonal changes: thyroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, thyroid disorder, urinary tract infection, dyspareunia, fatigue, functional gastrointestinal disorder, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, fatigue, functional gastrointestinal disorder, genital haemorrhage, pelvic pain, thyroid disorder, urinary tract disorder, urinary tract infection, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: per pfs: essure date of insertion: (B)(6) 2010. Per pfs: most, if not all symptoms has decreased. Diagnostic results: (B)(6) 2010, hysterosalpingogram revealed patent left salpinx without evidence of micro insert. Occluded right salpinx with micro-insert within. (B)(6) 2010, hysterosalpingogram revealed unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. (B)(6) 2016, surgical pathology report revealed the specimen was opened along the posterior surface in a longitudinal fashion. The uterus and cervix alone weigh 74 g and measure 8 cm in length. The uterine corpus measures 5 cm transversely x 3 cm in anterior and posterior dimension. The cervix measures 3.5 cm in length x 3.5 cm in diameter. The serosa is tan-pink and smooth. The cervix shows a tan smooth ectocervical mucosa. The patency of the os cannot be assessed. The endocervical canal is tan and rugose with a well-defined squamocolumnar junction. The cervical all averages 2 cm and shows cysts measuring up to 0.5 cm. The endometrial cavity has been previously incised and is slightly distorted by myomatous nodules. The endometrial lining is otherwise tan and smooth, measuring up to 0.3 cm in thickness. Multiple subserosal, submucosal and intramural white whorled myomatous nodules are identified with the largest nodule measuring 3 cm in greatest dimension. Sectioning of these nodules shows no evidence of necrosis, hemorrhage, or calcification. The myometrium is otherwise tan-pink and soft and measures 2 cm. Bilateral essure coils are identified within the cornu, each measuring approximately 3 cm in length x 0.4 cm in diameter. The left and right fimbriated fallopian tubes measure 3.5 x 0.5 cm and 5.5 x 0.5 cm, respectively. Each tube shows thin, smooth-walled paratubal cysts measuring up to 0.8 cm in greatest dimension and containing yellow cloudy fluid. Each tube shows an otherwise red-tan smooth serosa and a patent lumen. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine perforation, pelvic pain, abdominal pain, urinary tract infection, dyspareunia." Most recent follow-up information incorporated above includes: on 18-jun-2018: this case is medically confirmed. Reporter information was added. Her demographic was added. Her concurrent/historical conditions were added. Lab data was added. Essure indication was added. Essure insertion date was updated. Essure lot number was added. Her concomitant medications were added. Per pfs following events: perforation: uterus serosa/malposition of essure device location of device: uterus serosa), hormonal changes: thyroid, infection: urinary, dyspareunia (painful sexual intercourse), fatigue, functional bowel disorder, hair loss, bladder or problems or changes, and urinary or problems or changes) were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.